Event description:
It was reported that the cci/cco numbers were fluctuating on the vigilance ii monitor while in use with a patient. The cci numbers that were displayed were from 3.5 to 1.8 to 2.5 within one hour, there was no error messages displayed. The patient was treated with these values; however, there was no injury or complications to the patient.

Manufacturer narrative:
One vigilance ii monitor was received for evaluation. The unit was tested and passed without any issue. The co reading was tested and readings were found to be stable. The unit passed all three simulator tests. The blood temperature reading was stable. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The complaint could not be confirmed during evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.